Manufacturer narrative:
This report is number 2 of 3 mdrs filed for the same event (reference 0001825034-2016-05298, 05299, 05300).

Event description:
It was reported that the drill bit bent during surgery. No patient injury or significant delay in a procedure was reported as a result of the event.

Manufacturer narrative:
Concomitant medical products- 3.2mmx30mm rnglc+ acet drl bit catalog#: 31-323230 lot#: 906570, 3.2mmx30mm rnglc+ acet drl bit catalog#: 31-323230 lot#: 906540. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.